Event description:
According to the reporter, during use, the speaking valve was unable to sit on the trach with the inner cannula in place. The device had to be changed to a new one. Multiple brand-new speaking valves and inner cannulas were attempted. The speaking valves worked fine with other tubes. The problem seems to be an issue with the tapering of the 15-mm tracheal connection, which allows the speaking valve to slide too far and the inner cannula to hit the bottom of the speaking valve, preventing seating. The device was able to connect to the ventilator circuit, but the speaking valve was loose to the point of falling off with breathing. The patient was breathing spontaneously. However, the patient would be mechanically ventilated at other times during the day as the patient was participating in trach hood trials. The patient was likely receiving aerosolized medications primarily while on the ventilator, and not with the trach hood or speaking valve in place.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h7, h9 (res 91943) correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the connector from the tube was tested and it could not fit properly with a sample component. A dimensional test was conducted and the reading was within specification. It was reported that there was a connector difficulty. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the speaking valve was unable to seat on trach with inner cannula in place. The tracheostomy tube had to be changed to a new one. Multiple brand new speaking valves and inner cannulas were attempted and the speaking valves worked fine with other tracheostomy tubes. The problem seems to be issue with tapering of 15mm trach connection allowing the speaking valve to slide too far and inner cannula hits bottom of speaking valve preventing seating. The patient was breathing spontaneously. Although they were participating in trach hood trials, so would be mechanically ventilated at other times during day. Able to connect to ventilator circuit, but speaking valve was loose to the point of falling off with breathing. The patient was likely receiving aerosolized meds, but it was difficult to confirm as the chart has not been fully uploaded. The patient would have received the aer osolized medications primarily while on the ventilator, and not on trach hood, nor with ssv in place.

Manufacturer narrative:
Concomitant medical products: ssv phonate speaking valve x2 (lot#unknown): 7.5mm shil cuffed trach cann (lot#unknown) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.